Event description:
It was reported from the or charge rn via email that the retractor from the midfoot tray: 03.211.400, t946749 broke during a left foot akin lapidus, 2nd digit weil osteotomy. As the surgeon was compressing the olive wires with one hand the left compression device (arm) broke off. There were no pieces to retrieve. The surgery was completed and no adverse effects to the patient occurred, as reported by the or charge nurse. Event #1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).